Event description:
It was reported via phone call that the customer's insulin pump was not delivering insulin, however there was an absence of a no delivery alarm. Customer's blood glucose level at the time 242mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, compromised force sensor, and excessive no delivery test. The no delivery alarm was functioning properly. Insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. Insulin pump received with crack case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.